Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked prior to use of the device. The device was filled with 2800 mg of fluorouracil diluted in 0.9% sodium chloride. It was noted that the drug appeared to have solidified into a layer of clear/white coating on the housing and there was clear crystalline precipitate where the blue cap is attached. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured september 30, 2015- october 1, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection noted a speck of white drug residue at the blue winged luer cap, but no signs of liquid leak were found. A functional leak test was performed with no leaks noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.